Event description:
The distributor reported that the pouch seal was applied over a wrinkled portion of the pouch resulting in a breach of the seal. This was discovered during the distributor's initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation: one unused suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A visual inspection of the returned device found that the pouch had an uneven seal that resulted in a partially open package. The user's complaint was confirmed. The root cause of the reported event is attributed to how the pouch was sealed during the packaging process.